Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
It isn't the whole tampon getting stuck...it feels like part of the tampon does [foreign body in reproductive tract]. String will unravel- tampon [device breakage]. String will unravel and I have to fish to get the rest out... Feels like part of the tampon (getting stuck) [complication of device removal]. Consumer called stating the tampon string unraveled and she had to fish to get it out. It wasn't the whole tampon getting stuck; the string unraveled and it felt like part of the tampon did. No serious injury was reported.